Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: loss of capture, out of range impedances and oversensing were reported. Pocket was opened and generator changed. Lead connected to new generator. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.